Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. Customer reported that insulin pump did not alarm that blood glucose was low. It was found that the sensor demo mode was accidentally turned on. Customer was assisted with settings. Customer declined troubleshooting. The insulin pump will not be returned for analysis.